Event description:
The 3 defective preloaded bausch and lomb lenses (mx60pl 20.5d, lot 3p25138) were implanted during cataract surgery and were found defective. One was implanted on (B)(6) 2024 and the other two on (B)(6) 2024. All 3 were found to be defective immediately after insertion. They were removed and replaced with no complications or adverse outcome for the patients. Ref reports: mw5155510, mw5155511.